Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. A complaint database search against product code 950502089 found additional reports of pin breakage. Previous investigation's, when product was returned for evaluation, found pins were cyclically loaded beyond the material limit resulting in a high stress low cycle fatigue crack initiation, most likely due to rotating bending fatigue loading. The crack then quickly progressed to ductile overload fracture. No evidence of material or manufacturing defects was observed that would have contributed to crack initiation and/or propagation to failure. The investigation could not verify or identify any product contribution to the current reported event without the device to examine and the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pin broke during use. No harm was caused.

Manufacturer narrative:
Update: complaint sample devices received for evaluation. Examination of the submitted devices confirmed the reported fractures. The fractures were due to torsional overload. The torsional overload onto the hp threaded pin headed was due to off-axis insertion of the drill pin into the anterior block. The root cause of the torsional overload onto the sigma hp trochlea cutting bit is unknown. No evidence was found indicating product error was a contributing factor to the device breakage and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.